Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 462 to 500 mg/dl and a moderate ketone level identified as dangerous by healthcare provider. Reportedly, the control-iq algorithm suspended the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 40 mg/dl, and the meter bg reading was 462 mg/dl. Subsequently, the customer went to the emergency room (ER). Bg was treated with intravenous insulin and saline. Reportedly, the customer left the ER 7 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.